Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pipeline 5.00mm x 35mm would not open completely in an extremely acute angle anterior genu distal to the aneurysm. It was noted that the device failed to open 6-8mm from the distal end in the anterior genu. Not happy with apposition in the anterior genu, the physician removed the pipeline 5.00mm x 35mm from the patient and attempted with the pipeline 4.75mm x 30mm: however, the pipeline 4.75mm x 30mm behaved the same in the extremely tortuous genu. The pipeline 4.75mm x 30mm was removed from the patient, and then the physician successfully deployed the shorter pipeline 4.50mm x 20mm landing just proximal to the anterior genu. It was stated that the distal section of the pipelines were positioned in a bend, and less than 50% of both pipelines had been deploy when it failed to open. Both pipelines were resheathed more than 2 times. There were no additional steps or other devices required to open the pipelines. Both pipelines were resheathed and removed with the microcatheter. The patient was undergoing surgery to treat an unruptured, saccular aneurysm located at the right cavernous with a max diameter of 16mm and a neck diameter of 4-5mm. The distal l anding zone was 3.8mm, and the proximal landing zone was 4.71mm. It was noted the vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was excellent, and the patient was doing well. It was noted t hat pru level was given as the facility uses teg and not verify now. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU.